Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing the cartridge milked out of the end of the jaws after the device had been fired. It did not fall into the patient. The device had cut but did not staple the tissue. A new device was used to complete the procedure. There was no patient impact. On what tissue type was the device used? At what location on the tissue? Meso appendix. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received in good visual condition and with a reload present. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device was disassembled to verify the integrity of the internal components and no anomalies were found. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.